Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had a prime anomaly. They stated that insulin was squirting out during the prime process. The customer¿s current blood glucose level was 328 mg/dl. The customer had treated the high blood glucose level by changing out the infusion set and giving himself a bolus. Troubleshooting was performed. They were instructed to attach a new infusion set and reservoir and restart the priming process. The customer stated that insulin continued to drip after letting go of the act button. The infusion sets will be returned for analysis. The device will not be returned for analysis.